Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure. Customer¿s blood glucose of 177 mg/dl. Customer stated that customer was able to rewind the insulin pump but customer performed self test and it failed. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.